Event description:
Indication: common variable immunodeficiency, unspecified. Pt's spouse reported pt's pump (serial and expiration date: not provided) was very slow to push medication took 3 times as long to finish. No interruption to therapy ER missed dose reported due to product issue. "Just finished slower." No adverse event(s) reported due to product issue. Pharmacy to replace device. Device available for investigation upon return by pt. No further info. Reported to (B)(6) by pt/caregiver.